Manufacturer narrative:
Philips field service was declined by the customer. The device was not returned for investigation. The customer repaired the unit by reseating the data acquisition to motor controller cable; the device is back in service.

Event description:
Customer reported a proximal central failure consisting of a series of error codes indicative of a spi bus failure. The customer reported that the device was not in clinical use at the time the issue was discovered.